Event description:
It was reported to philips that the system's image disk had an error, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure completed by relocating the patient to another room. A field service engineer (fse) examined the system on-site and confirmed system's image disk had an error. After reviewing log file fse found image disk problems. To resolve the issue temporarily, fse moved image drive in x-ray pc to bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.